Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unknown accuracy - high (volume, temperature and pressure) issue and pump infused medication in 5 min that was supposed to take 50 hrs. There was no patient involvement.

Manufacturer narrative:
(B)(4). This supplemental MDR is submitted to report the device failures identified during servicing activity. Note that the initial report was inadvertently submitted as the issue was already captured under MFR report # 2016493-2022-102439.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no patient involvement associated with the reported failure as it was observed by the manufacturer during servicing activity.

Manufacturer narrative:
Disregard this MFR report # 2016493-2022-102098 as this was sent as a duplicate of the previously reported event captured under MFR report # 2016493-2022-102439.

Event description:
It was reported that the device had unknown accuracy - high (volume, temperature and pressure) issue and pump infused medication in 5 min that was supposed to take 50 hrs. There was no patient involvement.